Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an led issue with the 14v li-ion battery (serial number: (B)(4)) was confirmed. The 14 volt li-ion battery was functionally tested with a test system controller, 14v battery clip, and mock circulatory loop and found to operate as intended during analysis. The battery was manipulated by hand within the battery clip and the battery remained secured in the clip without any issues or atypical alarms produced. The battery was charged to approximately 90% capacity. The fuel gauge button was pressed several times. The first led would occasionally shut off and turn back on before all leds went dark. Confirming the reported event, however, the led turning off and back on did not occur every time the fuel gauge button was pressed. The battery was cut open to inspect the printed circuit board (pcb). The pcb was traced, and a fluctuating voltage was found to occur on pin 10 of component u1. Pin 10 from component u1 is connected to an or gate (u10) which determines whether the first led will flash dependent upon the input voltage. By design the first led will flash when the battery¿s capacitance drops to 400mah or below. It appears that the fluctuating voltage caused the first led to perceive a low capacitance and cause the led to flash, which corrected itself when the voltage ramped back up. The issue was isolated to component u1. The component was unable to be replaced due to danger of overheating the li-ion cells within the battery. The root cause for the reported event was due to a fluctuating voltage within an integrated circuit chip (u1) on the 14v li-ion battery¿s pcb; however, the cause for the fluctuating voltage within the chip was unable to be conclusively determined through this investigation. The 14v battery (serial number: (B)(4)) was inspected and accepted into storage location on (B)(6) 2019. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v batteries. Battery use, charging and maintenance are addressed in the heartmate 14 volt li-ion battery instructions for use (IFU) the heartmate universal battery charger IFU and the heartmate ii lvas patient handbook. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while at home, the patient observed first indicator light blinks sometimes on one battery.